Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. It was reported approximately 82 months post stent graft implantation, there was aneurysm enlargement. The CT demonstrated a bilateral distal type I endoleak with no evidence of stent graft migration. It was reported that at the time of implant, the physician elected not to place iliac limbs due to the severe angulation of the iliac arteries. The physician implanted an aortic cuff and the type I endoleak was resolved. No additional information was provided, and the patient outcome was not reported.